Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on (B)(6) 2023. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injection. The issue occurred with three similar types of infusion sets used for one to two days. No further information available.

Manufacturer narrative:
Initial and final MDR 1890762- MDR 3003442380-2024-09019- device 1 of 3.